Manufacturer narrative:
The customer reported issues with texium leaking, and also with having to attach the texium to non-bonded sets. One sample of material 11426964, lot 25015234, and one sample of material 10012241-0500, lot 25025394, both unopened. The two sets were assembled and infused with water, and no issues or leaks were observed. The complaint of leakage could not be verified. For the issues with acquiring the bonded sets, please reach out to your bd sales rep. This investigation is for the 11426964 material, disposable tubing, and the tubing had no issues. The root cause for the issue could not be determined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that leaks as described below and also team members forgetting to add the texium because it is not part of typical workflow which increases risk of exposure because it breaks the closed system.